Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and performed troubleshooting on the instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument, cleaned and lubricated the x drive rails, and proactively replaced the reagent syringe valve. Siemens further investigated the event and determined that the "sample x drive x" error was corrected by cleaning and lubrication of the x rail. The cse also replaced the reagent syringe and valve which was leaking. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer reported while processing a patient sample for intact parathyroid hormone (pth) on an advia centaur cp instrument, a "sample probe drive x" error was triggered, causing a delay in reporting of the result. The patient was undergoing thyroid surgery when the sample was tested, and the sample was sent to an alternate laboratory for pth testing. The physician(s) completed the surgery without the pth result. The patient's blood was redrawn and run on the initial advia centaur cp instrument later in the day. There are no reports of patient intervention or adverse health consequences due to the delay in testing.